Manufacturer narrative:
Ptc investigation result was received on 27-jan-2016. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we re unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) female patient who began to seize and went into cardiac arrest under paracervical block before inserting essure (fallopian tube occlusion insert). She was admitted to hospital and was transferred to a cardiac care unit. These events are serious due to the hospitalization and unlisted in the reference safety information for essure. In this particular case, the seizure activity followed by cardiovascular collapse was observed during paracervical block and prior to essure insertion. Local anesthetics used to perform paracervical block are the most likely cause for these events. Although essure was never inserted in the patient, the seizure and cardiac arrest are assessed as related to the essure insertion procedure. This case is regarded as incident since a hospitalization and a life-threatening condition were reported in association with the essure insertion procedure. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reporter did not wish to provide any further follow-up information.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2015 which refers to a (B)(6) year-old female patient who underwent an attempt to have essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 for contraception. Physician was doing a paracervical block before inserting essure and patient began to seize and went into cardiac arrest. Essure was never inserted and patient was admitted to hospital and transferred to cardiac care unit. Follow-up received on 10-dec-2015: the practice administrator, on behalf of the physician, stated that essure had nothing to do with it, nothing ever got done. He did not wish to provide any further follow-up information at this time. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6) year-old female patient who began to seize and went into cardiac arrest under paracervical block before inserting essure (fallopian tube occlusion insert). She was admitted to hospital and was transferred to a cardiac care unit. These events are serious due to the hospitalization and unlisted in the reference safety information for essure. In this particular case, the seizure activity followed by cardiovascular collapse was observed during paracervical block and prior to essure insertion. Local anesthetics used to perform paracervical block are the most likely cause for these events. Although essure was never inserted in the patient, the seizure and cardiac arrest are assessed as related to the essure insertion procedure. This case is regarded as incident since a hospitalization and a life-threatening condition were reported in association with the essure insertion procedure. A product technical complaint analysis is being sought. The reporter did not wish to provide any further follow-up information.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow-up from 21-mar-2016: follow-up attempts were done with no response to date. Company causality comment: this medically confirmed spontaneous case report refers to a (B)(6)-year-old female patient who began to seize and went into cardiac arrest under paracervical block before inserting essure (fallopian tube occlusion insert). She was admitted to hospital and was transferred to a cardiac care unit. These events are serious due to the hospitalization and unlisted in the reference safety information for essure. In this particular case, the seizure activity followed by cardiovascular collapse was observed during paracervical block and prior to essure insertion. Local anesthetics used to perform paracervical block are the most likely cause for these events. Although essure was never inserted in the patient, the seizure and cardiac arrest are assessed as related to the essure insertion procedure. This case is regarded as incident since a hospitalization and a life-threatening condition were reported in association with the essure insertion procedure. Based on the available information no product quality defect was confirmed. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Despite follow-up attempts, no further information was obtained.